Event description:
Pt had left total knee replacement in 1986. In 1990 pt fell and required a revision of this total joint. Now she presented with severe medical instability with a valgus deformity on the left. Pt also had severe pain requiring revision surgery to remove and replace. All components were replaced.